Manufacturer narrative:
(B) (4).

Event description:
There were coupling/communication issues. The patient could not communicate with the ins with the recharger or the programmer. She had tried recharging the previous week and was not sure if the coupling boxes were shaded in. The ins was overdischarged. The physician mode recharge was performed and it was not possible to get the ins charged to 25% full. The antenna temperature icon was displayed and charging was stopped so the antenna could cool off. It usually took the patient 4-6 hours to get 25% charged and another 6 hours to get ins full, while typically getting 2-6 coupling bars. Data from the recharger indicated that there was zero coupling during 4 of the last 6 recharging sessions, a high number of minutes with the unit not charging due to the maximum antenna temperature, and a high number of minutes during session with the unit not recharging due to poor communication (after the device was pulled out of the overdischarge state). The patient continued to have difficulty charging while at home and was concerned about electro-magnetic interference. The battery could not be changed past 75%. X-ray confirmed the ins was not flipped. And no shorts were observed. It was decided to replace the ins.